Event description:
It was reported that device does not recognize when cassette is connected. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with scratched lens. The tamper seals and labels were missing. There was evidence of the error recorded in the event history log. The customer reported problem was verified/duplicated during functional testing. The pump was not able to prime. This was due to an inoperable downstream occlusion sensor. The downstream occlusion sensor was replaced as corrective action. The root cause of the reported issue was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). G2: manufacturing site address is unknown. D4: UDI information is unknown. G5: premarket (510k) number is unknown.